Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6).

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the atrial lead exhibited noise signals resulting in auto mode switch and an atrial lead impedance anomaly with a suspected insulation breach was also noted on electrocardiogram (egm). The patient was stable. No further information is available at this time.

Event description:
New information received notes the impedance had dropped significantly to almost half it's original value. As previously reported noise leading to inappropriate auto mode switch was observed. Isometric testing was performed but the noise was not reproduced. Programming changes were made. The patient was monitored closely. Several days after programming changes were made no anomalies were observed.